Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('claiming perforation: fallopian tubes/perforation (fallopian tube(s)'), device dislocation ('claiming migration/migration of essure device/malposition of essure device location of device: more 1/2 way out'), genital haemorrhage ('gen. Abnormal. Bleeding/abnormal bleeding(general)') and cholecystectomy ('removal gall bladder/gastrointestinal or digestive system condition type: removal gall bladder') in an adult female patient who had essure (batch no. 731809) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial polyp. Concomitant products included naproxen since 2013. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding(vaginal, menorrhagia)"), depression ("psych injury related to essure/psychological or psychiatric problems condition: depression"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs"), fatigue ("fatigue/fatigue"), gastrointestinal disorder ("gi conditions"), visual impairment ("vision/eye problems type: worsened eye sight"), pelvic adhesions ("adhesions/adhesions"), scar ("scarring/scarring"), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), migraine ("migraines / headaches"), abdominal pain upper ("stomach pain"), vulvovaginal pain ("vaginal pain in periods") and complication of device removal ("complication of device removal"), was found to have hormone level abnormal ("hormonal changes/hormonal changes") and weight increased ("weight gain/weight gain/weight gain / loss specify which one: weight gain") and underwent cholecystectomy (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy. (Partial), left essure coil removed, hysterectomy. (Partial), left essure coil removed, and ablation). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, menorrhagia, depression, bladder disorder, urinary tract disorder, fatigue, gastrointestinal disorder, visual impairment, weight increased, cholecystectomy, pelvic adhesions, scar, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, migraine, abdominal pain upper and complication of device removal outcome was unknown, the pelvic pain, abdominal pain and dyspareunia had resolved and the vulvovaginal pain was resolving. The reporter considered abdominal pain, abdominal pain upper, bladder disorder, cholecystectomy, complication of device removal, cystitis, depression, device dislocation, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, pelvic adhesions, pelvic pain, scar, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, visual impairment, vulvovaginal pain and weight increased to be related to essure. The reporter commented: received treatment for pelvic pain, abdominal pain, dyspareunia, menorrhagia, gen. Abnormal. Bleeding, psych injury related to essure, migration, claiming perforation: fallopian tubes, bladder probs, urinary probs, hormonal changes, fatigue ,gi conditions ,vision problems, weight gain, removal gall bladder, adhesions/scarring. The number of expanded coils that appeared trailing into the uterine cavity was 8. The number of expanded coils that appeared trailing into the uterine cavity was 2. On (B)(6) 2017, removal of left essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Ultrasound scan vagina - on (B)(6) 2010: result: bilateral occlusion, total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, vaginal bleeding, menorrhagia, dyspareunia. Lot number: 731809 manufacture date: 2010-04 expiration date: 2013-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-sep-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('claiming perforation: fallopian tubes/perforation (fallopian tube(s)'), device dislocation ('claiming migration/migration of essure device/malposition of essure device location of device: more 1/2 way out / out of the protruding') and genital haemorrhage ('gen. Abnormal. Bleeding/abnormal bleeding(general)') in an adult female patient who had essure (batch no: 731809) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial polyp. Concurrent conditions included sleep loss. Concomitant products included naproxen since 2013. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced fatigue ("fatigue/fatigue"). On (B)(6) 2010, the patient experienced visual impairment ("vision/eye problems type: worsened eye sight"). On (B)(6) 2011, the patient experienced depression ("psych injury related to essure/psychological or psychiatric problems condition: depression"), irritability ("hormonal changes/hormonal changes: irritable") and migraine ("migraines / headaches/ chronic migraine") and was found to have weight increased ("weight gain/weight gain/weight gain / loss specify which one: weight gain"). On (B)(6) 2013, the patient underwent cholecystectomy ("removal gall bladder/gastrointestinal or digestive system condition type: removal gall bladder"). On (B)(6) 2016, the patient experienced pelvic adhesions ("adhesions/adhesions") and scar ("scarring/scarring"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding(vaginal, menorrhagia)"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs"), gastrointestinal disorder ("gi conditions"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), cystitis ("infection (bladder/urinary tract/vaginal"), urinary tract infection ("infection (bladder/urinary tract/vaginal) / urinary multiple"), vaginal infection ("infection (bladder/urinary tract/vaginal"), abdominal pain upper ("stomach pain"), vulvovaginal pain ("vaginal pain in periods"), complication of device removal ("complication of device removal"), dysmenorrhoea ("dysmenorrhea (cramping)/ menstrual cramp") and swelling ("excessive swelling"). The patient was treated with hydrochlorothiazide, rizatriptan, triamterene and surgery (hysterectomy. (Partial), left essure coil removed, hysterectomy. (Partial), left essure coil removed, and ablation). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, menorrhagia, depression, bladder disorder, urinary tract disorder, irritability, fatigue, gastrointestinal disorder, visual impairment, weight increased, cholecystectomy, pelvic adhesions, scar, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, migraine, abdominal pain upper, complication of device removal, dysmenorrhoea and swelling outcome was unknown, the pelvic pain, abdominal pain and dyspareunia had resolved and the vulvovaginal pain was resolving. The reporter considered abdominal pain, abdominal pain upper, bladder disorder, cholecystectomy, complication of device removal, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal disorder, genital haemorrhage, irritability, menorrhagia, migraine, pelvic adhesions, pelvic pain, scar, swelling, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, visual impairment, vulvovaginal pain and weight increased to be related to essure. The reporter commented: received treatment for pelvic pain, abdominal pain, dyspareunia, menorrhagia, gen. Abnormal. Bleeding, psych injury related to essure, migration, claiming perforation: fallopian tubes, bladder probs, urinary probs, hormonal changes, fatigue ,gi conditions ,vision problems, weight gain, removal gall bladder, adhesions/scarring. The number of expanded coils that appeared trailing into the uterine cavity was 8. The number of expanded coils that appeared trailing into the uterine cavity was 2. On (B)(6) 2017, removal of left essure. Current weight 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Pregnancy test urine: on (B)(6) 2010: negative. Ultrasound scan vagina: on (B)(6) 2010: result: bilateral occlusion, total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, vaginal bleeding, menorrhagia, dyspareunia. Lot number: 731809, manufacture date: 2010-04, expiration date: 2013-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jan-2020: pfs received. Updated event hormonal changes/hormonal changes to irritable. New event dysmenorrhea, excessive swelling was added. Event onset date was updated. Treatment drug, concomitant drug was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('claiming perforation: fallopian tubes'), device dislocation ('claiming migration') and genital haemorrhage ('gen. Abnormal. Bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), genital haemorrhage (seriousness criterion medically significant), psychological trauma ("psych injury related to essure"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), visual impairment ("vision problems"), pelvic adhesions ("adhesions") and scar ("scarring"), was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain") and underwent cholecystectomy ("removal gall bladder"). The patient was treated with surgery (hysterectomy. (Partial)). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device dislocation, menorrhagia, genital haemorrhage, psychological trauma, bladder disorder, urinary tract disorder, fatigue, gastrointestinal disorder, visual impairment, weight increased, cholecystectomy, pelvic adhesions and scar outcome was unknown and the pelvic pain, abdominal pain and dyspareunia had resolved. The reporter considered abdominal pain, bladder disorder, cholecystectomy, device dislocation, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic adhesions, pelvic pain, psychological trauma, scar, urinary tract disorder, visual impairment and weight increased to be related to essure. The reporter commented: received treatment for pelvic pain, abdominal pain, dyspareunia, menorrhagia, gen. Abnormal. Bleeding, psych injury related to essure, migration, claiming perforation: fallopian tubes, bladder probs, urinary probs, hormonal changes, fatigue ,gi conditions ,vision problems, weight gain, removal gall bladder, adhesions/scarring. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2010: result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received ¿ case becomes valid with incident. Previously reported event injury nos was removed. New events claiming migration, perforation- fallopian tubes, pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), gen. Abnormal. Bleeding, psych injury related to essure, bladder probs, urinary probs, hormonal changes, fatigue, gi conditions, vision problems, weight gain, removal gall bladder, adhesions and scarring were added. Product information indication and removal date were added, insertion date was updated. Patient information date of birth were added. New reporter and consumer address were added. Lab data were added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('claiming perforation: fallopian tubes/perforation (fallopian tube(s)'), device dislocation ('claiming migration/migration of essure device/malposition of essure device location of device: more 1/2 way out'), genital haemorrhage ('gen. Abnormal. Bleeding/abnormal bleeding(general)') and cholecystectomy ('removal gall bladder/gastrointestinal or digestive system condition type: removal gall bladder') in an adult female patient who had essure (batch no. 731809) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial polyp. Concomitant products included naproxen since 2013. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding(vaginal, menorrhagia)"), depression ("psych injury related to essure/psychological or psychiatric problems condition: depression"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs"), fatigue ("fatigue/fatigue"), gastrointestinal disorder ("gi conditions"), visual impairment ("vision/eye problems type: worsened eye sight"), pelvic adhesions ("adhesions/adhesions"), scar ("scarring/scarring"), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), migraine ("migraines / headaches"), abdominal pain upper ("stomach pain"), vulvovaginal pain ("vaginal pain in periods") and complication of device removal ("complication of device removal"), was found to have hormone level abnormal ("hormonal changes/hormonal changes") and weight increased ("weight gain/weight gain/weight gain / loss specify which one: weight gain") and underwent cholecystectomy (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy. (Partial), left essure coil removed, hysterectomy. (Partial), left essure coil removed, and ablation). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, menorrhagia, depression, bladder disorder, urinary tract disorder, fatigue, gastrointestinal disorder, visual impairment, weight increased, cholecystectomy, pelvic adhesions, scar, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, migraine, abdominal pain upper and complication of device removal outcome was unknown, the pelvic pain, abdominal pain and dyspareunia had resolved and the vulvovaginal pain was resolving. The reporter considered abdominal pain, abdominal pain upper, bladder disorder, cholecystectomy, complication of device removal, cystitis, depression, device dislocation, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, pelvic adhesions, pelvic pain, scar, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, visual impairment, vulvovaginal pain and weight increased to be related to essure. The reporter commented: received treatment for pelvic pain, abdominal pain, dyspareunia, menorrhagia, gen. Abnormal. Bleeding, psych injury related to essure, migration, claiming perforation: fallopian tubes, bladder probs, urinary probs, hormonal changes, fatigue ,gi conditions ,vision problems, weight gain, removal gall bladder, adhesions/scarring. The number of expanded coils that appeared trailing into the uterine cavity was 8. The number of expanded coils that appeared trailing into the uterine cavity was 2. On (B)(6) 2017, removal of left essure diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Ultrasound scan vagina - on (B)(6) 2010: result: bilateral occlusion, total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, vaginal bleeding, menorrhagia, dyspareunia. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs and mr received. Events per pfs: vaginal bleeding, cystitis, urinary tract infection, vaginal infection, migraine/headache, stomach pain, vaginal pain, complication of device removal were added. Lot number received. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.